Event description:
It was reported that patient underwent ankle procedure on (B)(6) 1999. Subsequently, the patient was revised on (B)(6) 2000, due to a superficial infection. The ankle plate was removed. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.